Manufacturer narrative:
Two devices were returned for investigation. During testing, one unit passed both the low and high setting and one failed the high setting. The investigation could not confirm the error of the medication not going through the device. No DHR review was able to be done as the lot number was not provided.

Event description:
It was reported that the medication is being prevented from getting through.